Event description:
This lead was implanted on an unknown date still remains implanted at this time. It was noted (B)(6) 2016 that the lead exhibited electromagnetic noise for 4 seconds. The physician was unknown at (B)(6) hospital in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).